Manufacturer narrative:
Concomitant medical products: product ID: a71100, serial#: (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that caller (rep) reports an ins replacement today from restore sensor to an intellis ins. The caller reports communicating with restore ins prior to case to get current programmed settings to transfer to over to intellis. When interrogating with the tablet, rep only has an option for "start a new session" and no follow-up tab. When pressing start (only option), the programmed parameters are not available. The patient has not been interrogated with a tablet prior to this period and caller does not have an 8840. App version 1.0.4255. No symptoms/patient complications reported. Patient wanted a more user friendly device, she didn¿t like the longer recharge times. Physician decided to move forward with new device. It was reported the battery in question was replaced and patient was reprogrammed. Device was discarded.